Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling. Additional, changed, and/or corrected data: a2, a3a, a6, b5, b7, h6.

Event description:
Additional information provided xen revision due to fibrosis.

Event description:
Healthcare professional reported a xen®45 gts "stent was placed...but did not work, so it was removed [17 days later]" after implantation in unknown eye. Device was removed and replaced with a new xen®45 gts.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.